Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose levels. The customer did not elaborate on the cause of the reported issue; however, believed that it had been due to experiencing infusion set issues. Additionally, the customer was simultaneously experiencing medical issues with gut. No additional information was provided on the event. Reportedly, the customer reverted to manual injections for insulin therapy.